Manufacturer narrative:
Zoll medical corp has rec'd the product and will be providing a follow-up report when our investigation is complete.

Event description:
Complainant alleged that during functional testing, the device inappropriately shut down. Complainant indicated that there was no pt involvement in the reported malfunction.